Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer is not completing the air removal steps. Customer was educated on the importance of the air removal steps. There was no reported adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.